Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaint related to valve re-intervention. No further event details were provided and device was not available for investigation. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Device not available for return.

Event description:
Based on CAPA (B)(4) investigation: this event refers to optiform prosthetic mitral heart valve f7-031; implanted on (B)(6) 2014. It was explanted and replaced with another similar device, same size f7-031 on (B)(6) 2015. No further event details were provided and valve was not available for evaluation.